Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
The user facility reported that during setup, a piece of the device was found to be broken off, posing the risk of material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.

Event description:
The user facility reported that during setup, a piece of the device was found to be broken off, posing the risk of material being lost in a surgical site. There was no patient involvement, no delay, no medical intervention, and no adverse consequences reported with this event.